Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the component is loose. A field service engineer, crimped spade lug connector on the latch harness and reseated to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system remote manager is consistently malfunctioning, resulting in the refrigerator needing to be reset each time a staff member attempts to retrieve medication. The customer stated that that there was a delay in accessing medications for the patient. There were no adverse events or injuries reported based on this incident.